Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump act button may be sticks. Customer's blood glucose level was unknown. Customer states battery less than 7 days. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted during testing. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No broken reservoir tube lip noted. No moisture damage noted on the electronic assembly or on the motor. The test p-cap and reservoir does lock in place in the reservoir compartment.